Manufacturer narrative:
Concomitant products: product ID 97791, lot # n413214, implanted: (B)(6) 2014, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported that they fell on their right side where the implantable neurostimulator (ins) was and after the fall they could not get their ins to charge or turn on. The fall was on (B)(6) 2015. It was really sore where the ins was. Approximately 3 weeks later the patient reported having pain in their right leg. This pain had been present since (B)(6) 2015. The patient checked their ins with the patient programmer and it showed that the stimulation was on. The patient tried adjusting the stimulation but the issue did not resolve. The patient wanted to the stimulation off their legs because they were getting leg and knee pain and muscle spasms and they only wanted stimulation on their back. The patient checked their device and they were in program b and the stimulation was on. Setting 1 was at 1.90v and setting 2 was at 1.90v but they didn't have leg pain on program a so they decided to try program a. The patient switched to program a but it was still going down their right leg and they could feel it in their back. They tried lowering setting 1 which was at 1.45 but when they did that it lowered both their legs and back and they only wanted to lower their leg stimulation. They switched back to program b and lowered setting 1 to 0.0v and they stopped feeling stimulation in their legs but could still feel it in their back which is what they wanted. They were going to see how it went with no stimulation in their legs to hopefully help the pain in their legs. The patient was indicated for spinal pain. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.